Manufacturer narrative:
The customer reported that their g9 monitor is displaying a "system failure settings" error during a live case. This error message did not clear out even after they rebooted the unit. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(6) 2022 called customer via the provided telephone number for all items under the no information section. No reply was received. (B)(6) 2022 called customer via the provided telephone number for all items under the no information section. No reply was received. (B)(6) 2022 called customer via the provided telephone number for all items under the no information section. No reply was received.

Event description:
The customer reported that their g9 monitor is displaying a "system failure settings" error during a live case. This error message did not clear out even after they rebooted the unit. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the g9 monitor was displaying a "system failure settings" error during a live case. This error message did not clear, even after rebooting the unit. No patient harm was reported. Investigation summary: per ticket 136224 for a similar issue for the same customer: the reported issue of the g9 monitor displaying a "system failure settings" error could not be confirmed through an analysis of the device logs. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Due to not being able to investigate the complaint through the device logs, the new software version upgrade was planned to allow for additional data to be captured to investigate any subsequent related complaints. As the issue was able to be resolved by initializing the system, the error is likely software related. Corruption of the software or protocols on the system can lead to failures in device operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. There is no significant trend regarding the reported issue. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2022 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2022 called customer via the provided telephone number for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the g9 monitor was displaying a "system failure settings" error during a live case. This error message did not clear, even after rebooting the unit. No harm or injury occurred.